Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient, who has this right ventricular (rv) lead, experienced pleural effusion. The pleural effusion was most likely caused by a perforation of this rv lead. No intervention was needed. There were no additional adverse patient effects reported.